Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), pelvic pain ("she was in terrible pain so badly she was unable to go to work since essure placement"), device dislocation ("essure was not placed properly"), genital haemorrhage ("bleeding since essure placement") and hernia repair ("had 2 incisional hernias that had to be repaired") in a (B)(6) female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's past medical history included multigravida, parity 5 ((B)(6)), ectopic pregnancy in 2007, abortion, c-section in 2008 and adhd (10 years). Concomitant products included drospirenone w/ethinylestradiol (jasmine) in 2007 for birth control. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications during essure placement procedure"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient underwent hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), visual impairment ("worsened eyesight"), thyroid disorder ("thyroid problems"), allergy to metals ("hypersensitivity reaction- nickel allergy") and mental disorder ("caused or aggravated psychological conditions"). The patient was treated with surgery (open hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, pelvic pain, device dislocation, genital haemorrhage, hernia repair, visual impairment, allergy to metals, mental disorder and complication of device insertion outcome was unknown and the thyroid disorder had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication of device insertion, device dislocation, genital haemorrhage, hernia repair, mental disorder, migraine, pelvic pain, thyroid disorder, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: essure was not placed properly . Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter, patient dob, height, historical conditions, lab data, concomitant disease, product lot no, stop date, indication, concomitant drugs, new events abdominal pain, back pain, migraine, worsened eyesight, thyroid problems, hernia repair, uterus perforation, essure was not placed properly, nickel allergy,aggravated psychological conditions, terrible pain, bleeding since essure placement, medical device monitoring error, complications during essure placement, no for essure confirmation test, outcome for the events abdominal pain, back pain, migraine, thyroid problems added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("essure was not placed properly/radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area."), pelvic pain ("she was in terrible pain so badly she was unable to go to work since essure placement"), genital haemorrhage ("bleeding since essure placement/heavy bleeding"), incisional hernia repair ("had 2 incisional hernias that had to be repaired") and autoimmune thyroiditis ("thyroid problems/hashimoto¿s thyroiditis") in a 39-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2004 (twins), (B)(6) 2007.), ectopic pregnancy in 2007, abortion, c-section in 2008, adhd (10 years), abdominal operation, incisional hernia repair on (B)(6) 2016, tubal ligation in 1995, sterilisation reversal in 2003 and tubal rupture. Concurrent conditions included dysfunctional uterine bleeding and sinus bradycardia. Concomitant products included drospirenone w/ethinylestradiol (jasmine) from 2007 to 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On the same day, the patient experienced complication of device insertion ("complications during essure placement procedure"). In october 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced visual impairment ("worsened eyesight/worsened vision"), vitamin d deficiency ("vitamin d deficiency"), weight increased ("weight gain") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated psychological conditions"), bone disorder ("bones look terrible, shows drastic change"), tooth disorder ("teeth look terrible, shows drastic change"), arthropathy ("joints look terrible, shows drastic change"), abdominal pain lower ("cramping") and medical device discomfort ("very uncomfortable"). The patient was treated with cholecalciferol (vitamin d), topiramate (topamax), surgery (supracervical hysterectomy right salpingectomy) and surgery (supracervical hysterectomy,right salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, incisional hernia repair, visual impairment, allergy to metals, mental disorder, complication of device insertion, vitamin d deficiency, weight increased, feeling abnormal, bone disorder, tooth disorder, arthropathy, abdominal pain lower and medical device discomfort outcome was unknown and the autoimmune thyroiditis had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthropathy, autoimmune thyroiditis, back pain, bone disorder, complication of device insertion, device dislocation, feeling abnormal, genital haemorrhage, incisional hernia repair, medical device discomfort, mental disorder, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had several previous abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on (B)(6) 2014: essure was not placed properly heart rate: high 405. Reports : radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, medical device discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: social media report received. Following events were added: abdominal pain lower and medical device discomfort. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device dislocation ('essure was not placed properly/radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area.'), pelvic pain ('she was in terrible pain so badly she was unable to go to work since essure placement'), genital haemorrhage ('bleeding since essure placement/heavy bleeding'), incisional hernia repair ('had 2 incisional hernias that had to be repaired') and autoimmune thyroiditis ('thyroid problems/hashimoto¿s thyroiditis') in a 39-year-old female patient who had essure (batch no. 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's medical history included incisional hernia repair on (B)(6) 2016, c-section in 2008, ectopic pregnancy in 2007, sterilization reversal in 2003, tubal ligation in 1995, multigravida, parity 5 (B)(6) 1991, (B)(6) 1995, (B)(6) 2004 (twins), (B)(6) 2007.), abortion, adhd (10 years), abdominal operation and tubal rupture. Concurrent conditions included dysfunctional uterine bleeding and sinus bradycardia. Concomitant products included drospirenone w/ethinylestradiol (jasmine) from 2007 to 2011 for birth control. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("complications during essure placement procedure"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced visual impairment ("worsened eyesight/worsened vision"), vitamin d deficiency ("vitamin d deficiency") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated psychological conditions"), bone disorder ("bones look terrible, shows drastic change"), tooth disorder ("teeth look terrible, shows drastic change"), arthropathy ("joints look terrible, shows drastic change"), abdominal pain lower ("cramping"), medical device discomfort ("very uncomfortable") and swelling ("swollen"). The patient was treated with topiramate (topamax), vitamin d nos (vitamin d) and surgery (supracervical hysterectomy right salpingectomy and supracervical hysterectomy,right salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, incisional hernia repair, visual impairment, allergy to metals, mental disorder, complication of device insertion, vitamin d deficiency, weight increased, feeling abnormal, bone disorder, tooth disorder, arthropathy, abdominal pain lower, medical device discomfort and swelling outcome was unknown and the autoimmune thyroiditis had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthropathy, autoimmune thyroiditis, back pain, bone disorder, complication of device insertion, device dislocation, feeling abnormal, genital haemorrhage, incisional hernia repair, medical device discomfort, mental disorder, migraine, pelvic pain, swelling, tooth disorder, uterine perforation, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had several previous abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: results: essure was not placed properly. Diagnostic results: heart rate: high 405. Reports : radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, medical device discomfort, swollen". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet was received. Event added from pfs- swollen. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in another report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), pelvic pain ("she was in terrible pain so badly she was unable to go to work since essure placement"), device dislocation ("essure was not placed properly"), genital haemorrhage ("bleeding since essure placement") and incisional hernia repair ("had 2 incisional hernias that had to be repaired") in a 39-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's past medical history included multigravida, parity 5 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2004 (twins), (B)(6) 2007.), ectopic pregnancy in 2007, abortion, c-section in 2008 and adhd (10 years). Concomitant products included drospirenone w/ethinylestradiol (jasmine) from 2007 to 2011 for birth control. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications during essure placement procedure"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), visual impairment ("worsened eyesight"), thyroid disorder ("thyroid problems"), allergy to metals ("hypersensitivity reaction- nickel allergy") and mental disorder ("caused or aggravated psychological conditions"). The patient was treated with surgery (open hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, pelvic pain, device dislocation, genital haemorrhage, incisional hernia repair, visual impairment, allergy to metals, mental disorder and complication of device insertion outcome was unknown and the thyroid disorder had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication of device insertion, device dislocation, genital haemorrhage, incisional hernia repair, mental disorder, migraine, pelvic pain, thyroid disorder, uterine perforation and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: essure was not placed properly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("essure was not placed properly/radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area."), pelvic pain ("she was in terrible pain so badly she was unable to go to work since essure placement"), genital hemorrhage ("bleeding since essure placement/heavy bleeding"), incisional hernia repair ("had 2 incisional hernias that had to be repaired") and autoimmune thyroiditis ("thyroid problems/hashimoto¿s thyroiditis") in a 39-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's past medical history included multigravida, parity 5 (B)(6) 1991, (B)(6) 1995, (B)(6) 2004 (twins), (B)(6) 2007.), ectopic pregnancy in 2007, abortion, c-section in 2008, adhd (10 years), abdominal operation, incisional hernia repair on (B)(6) 2016, tubal ligation in 1995, sterilisation reversal in 2003 and tubal rupture. Concurrent conditions included dysfunctional uterine bleeding and sinus bradycardia. Concomitant products included drospirenone w/ethinylestradiol (jasmine) from 2007 to 2011 for birth control. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications during essure placement procedure"). In october 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced visual impairment ("worsened eyesight/worsened vision"), vitamin d deficiency ("vitamin d deficiency"), weight increased ("weight gain") and feeling abnormal ("brain fog"). In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("caused or aggravated psychological conditions"). The patient was treated with colecalciferol (vitamin d), topiramate (topamax), surgery (supracervical hysterectomy right salpingectomy).essure was removed on (B)(6) 2014. In (B)(6) 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, incisional hernia repair, visual impairment, allergy to metals, mental disorder, complication of device insertion, vitamin d deficiency, weight increased and feeling abnormal outcome was unknown and the autoimmune thyroiditis had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune thyroiditis, back pain, complication of device insertion, device dislocation, feeling abnormal, genital hemorrhage, incisional hernia repair, mental disorder, migraine, pelvic pain, uterine perforation, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had several previous abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: essure was not placed properly. Heart rate: high 405. Reports : radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Case medically confirmed. Patient demographic added. Event added as brain fog, vitamin d deficiency, weight gain. Event thyroid problems pt updated to hashimoto¿s thyroiditis. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device dislocation ('essure was not placed properly/radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area.') And pelvic pain ('she was in terrible pain so badly she was unable to go to work since essure placement') in a 39-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no for essure confirmation test" in 2011 and medical device monitoring error "had trouble placing essure due to only having one fallopian tube" on (B)(6) 2011. The patient's medical history included incisional hernia repair on (B)(6) 2016, c-section in 2008, ectopic pregnancy in 2007, sterilisation reversal in 2003, tubal ligation in 1995, multigravida, parity 5 (06aug1991, 30may1995, 28aug2004 (twins), 08dec2007.), abortion, adhd (10 years), abdominal operation and tubal rupture. Concurrent conditions included dysfunctional uterine bleeding and sinus bradycardia. Concomitant products included from 2007 to 2011. In september 2011, the patient experienced pelvic pain (seriousness criterion disability), abdominal pain ("severe abdominal pain- sharp, stabbing pain that would make her break out in a cold sweat and almost pass out."), back pain ("severe back pain") and migraine ("migraine"). On 20-sep-2011, the patient had essure inserted. On 20-sep-2011, the patient experienced complication of device insertion ("one coil in fallopian tube and one put by accident in my uterus"). In october 2011, the patient experienced genital haemorrhage ("bleeding since essure placement/heavy bleeding"). In january 2012, the patient experienced autoimmune thyroiditis ("thyroid problems/hashimoto¿s thyroiditis"). In february 2012, the patient experienced visual impairment ("worsened eyesight/worsened vision"), vitamin d deficiency ("vitamin d deficiency") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). In december 2014, the patient experienced allergy to metals ("hypersensitivity reaction- nickel allergy"). On 17-dec-2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In march 2016, the patient underwent incisional hernia repair ("had 2 incisional hernias that had to be repaired"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("caused or aggravated psychological conditions"), bone disorder ("bones look terrible, shows drastic change"), tooth loss ("teeth look terrible, shows drastic change"), arthropathy ("joints look terrible, shows drastic change"), abdominal pain lower ("cramping"), medical device discomfort ("very uncomfortable"), swelling ("swollen"), headache ("headaches"), pyrexia ("fever") and urticaria ("hives"). The patient was treated with topiramate (topamax), vitamin d nos (vitamin d) and surgery (supracervical hysterectomy right salpingectomy and supracervical hysterectomy,right salpingectomy). Essure was removed on 17-dec-2014. In december 2014, the abdominal pain, back pain and migraine had resolved. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage, allergy to metals, incisional hernia repair, visual impairment, mental disorder, vitamin d deficiency, weight increased, feeling abnormal, bone disorder, tooth loss, arthropathy, abdominal pain lower, medical device discomfort, swelling, headache, pyrexia, urticaria and complication of device insertion outcome was unknown and the autoimmune thyroiditis had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthropathy, autoimmune thyroiditis, back pain, bone disorder, complication of device insertion, device dislocation, feeling abnormal, genital haemorrhage, headache, incisional hernia repair, medical device discomfort, mental disorder, migraine, pelvic pain, pyrexia, swelling, tooth loss, urticaria, uterine perforation, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had several previous abdominal surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on 17-dec-2014: results: essure was not placed properly. Diagnostic results: heart rate: high 405 reports : radiopaque essure wire type device is coiled just to the right of midline in lower pelvic area. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, medical device discomfort, swollen". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet social media received. Previously reported event of "tooth disorder" was updated to "teeth loss". New events - headache, fever & hives were added. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.